Manufacturer narrative:
(B)(4).

Event description:
It was reported inappropriate ams episodes were observed due to far-field r-wave oversensing on the atrial channel. The patient was not symptomatic. A programming change was recommended.